Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. Reportedly, there was moisture in the battery compartment and the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 09/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box data showed evidence of short battery life with a sudden voltage drop. A visual inspection of the pump showed that the battery compartment was undamaged. The top of the returned battery cap was worn; however, the cap was able to fully attach. Evidence of moisture was observed in the battery canister; the pump failed a leak test due a crack in the pump¿s casing. The pump¿s current draws were found to be out of specifications. The pump cover was opened and moisture ingress was found on the continuous glucose monitor module and piezo circuit.